Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the inulin pump had blank display. The customer's blood glucose level was unknown at the time of incident. The customer stated that the after inserting a new battery the display did not return back. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device power up properly after battery installation. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received hardware low level failures in self test and confirmed in pump history with variable (009) due to software anomaly.